Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily scarred common femoral artery, after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove and bleeding continued. The device was removed from the tissue tract with counter-traction and an assertive pull. Manual compression was applied for ten mins to achieve hemostasis. No adverse pt effects were reported. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history records is forthcoming. A follow-up report will be submitted with any additional relevant information.